Event description:
It was reported three syringe 0.5ml 31ga 6mm 10 bag 500 sla had their cannulas separate from the devices. The following information was provided by the initial reporter, translated from portuguese: "he reports that uses syringes to apply insulin to his dog and that the needle eventually comes off the syringe body and gets stuck in the vial."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-23 h6: investigation summary customer returned (4) 1/2cc, 6mm, 31g syringes in an open poly bag from lot # 7219548. Customer states that the needle eventually comes off the syringe body and gets stuck in the vial. All returned syringes were examined and all exhibited a missing cannula. A review of the device history record was completed for batch# 7219548. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications noted that did not pertain to the complaint. There was one (1) notification noted for high shield pulls. Bd was able to duplicate or confirm the customer¿s indicated failure (missing cannula). H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. Initial reporter phone#: (B)(6). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and one non-conformance was raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported three syringe 0.5ml 31ga 6mm 10 bag 500 sla had their cannulas separate from the devices. The following information was provided by the initial reporter, translated from (B)(6): "he reports that uses syringes to apply insulin to his dog and that the needle eventually comes off the syringe body and gets stuck in the vial."